Manufacturer narrative:
Device had severely scratched display window and scratched case. Device had blank display due to power connector not plugged in properly into connector on printed circuit board assembly. Then the power connector was plugged into connector on printed circuit board assembly, device had flashing white lcd due to cracked lcd controller. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display window was worn and damaged. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.